Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they met with the patient. The patent just had an appointment with their health care provider (hcp) and stated the implant had turned sideways. They were having surgery in the middle of (B)(6) to stabilize the stimulator in the proper position. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the recharger antenna was damaged and the patient had poor coupling while recharging. The patient stated they didn't get any coupling boxes filled and the implant battery didn't fill up. They met with a manufacturer representative (rep) a couple times, and it was noted the implant went dead. A replacement antenna was sent to help resolve the zero coupling and implant battery not charging. Additional information was received reporting that they received the replacement antenna but they still had poor coupling where they would get 2 to zero coupling boxes filled in. It was mentioned the recharger was plugged in while charging and they tried charging with clothing against the skin. It was also mentioned the patient had swelling that was going down so they thought they would get more boxes filled in. They sat for 12 hours and confirmed they saw the implant battery level progress. It was recommended the patient follow-up with their health care provider to check the implant site. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the replacement antenna and "gray cord" did not help the charging issue as the battery was "implanted sideways" and not correctly. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.